Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found the power cord for the e - 100 was damaged due to high heat. The customer was using a power strip to extend the length of the ac power cord which was causing excessive resistance and heating up the power cord. The fse replaced the ac power cord for the e-100 to correct the reported issue. The system was then working properly and no additional action was required. No product is expected to be returned for analysis. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 25902 indicating integrated electrosurgical unit (iesu) communication warning related to the complaint. An event verification confirmed the procedure was performed on the reported event date of (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: the customer switched to erbe after the start of the procedure due to the e-100 was powering off intermittently. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but the missing patient information i.e. Patient race, ethnicity, patient medical history and relevant test was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the e-100 was going off on its own. The customer stated that while using the vessel sealer extend (vse) with the e-100, the e-100 keeps powering off intermittently. The customer switched the vse from the e-100 to the integrated electrosurgical unit (erbe) and the issue was resolved. The procedure was continuing as planned with no reported injury.